Event description:
The patient is reportedly experiencing a decline in performance. Programming adjustments have been made, however, this has not resolved the issue. Revision surgery is under consideration.